Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possible inappropriate shocks during treated events for supraventricular tachycardia (svt). The patient was in the intensive care unit due to a fifteen minute ventricular tachycardia (vt) event requiring external rescue. The rate of the arrhythmia was 158 beats-per-minute and increased to 179 bests-per-minute until the patient was externally shocked. Technical services (ts) was contacted to discuss the treated events, and ts could not discern whether they were svt or vt. Ts explained the lowest allowed programming is 170 bests per-minute with the s-ICD. Noise could be created when manipulating the device in the clinic, and one beat was oversensed and one was undersensed with left arm movements. At one point during one episode the amplitude dropped from 1 millivolt to 0.4 millivolts. In one of the reviewed events, ts noted t-wave oversensing. The physician believed the events were svt and planned to replace the s-ICD system with a transvenous one. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possible inappropriate shocks during treated events for supraventricular tachycardia (svt). The patient was in the intensive care unit due to a fifteen minute ventricular tachycardia (vt) event requiring external rescue. The rate of the arrhythmia was 158 beats-per-minute and increased to 179 bests-per-minute until the patient was externally shocked. Technical services (ts) was contacted to discuss the treated events, and ts could not discern whether they were svt or vt. Ts explained the lowest allowed programming is 170 bests per-minute with the s-ICD. Noise could be created when manipulating the device in the clinic, and one beat was oversensed and one was undersensed with left arm movements. At one point during one episode the amplitude dropped from 1 millivolt to 0.4 millivolts. In one of the reviewed events, ts noted t-wave oversensing. The physician believed the events were svt and planned to replace the s-ICD system with a transvenous one. No additional adverse patient effects were reported. Additional information was received indicating the patient received inappropriate shocks from their s-ICD in the primary sensing vector while adjusting themselves in their bed in the intensive care unit (ICU). The patient was in the ICU for chest pressure and difficulty breathing. Noise was seen in the primary and secondary sensing vectors. Ts was contacted, and ts discussed options. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possible inappropriate shocks during treated events for supraventricular tachycardia (svt). The patient was in the intensive care unit due to a fifteen minute ventricular tachycardia (vt) event requiring external rescue. The rate of the arrhythmia was 158 beats-per-minute and increased to 179 bests-per-minute until the patient was externally shocked. Technical services (ts) was contacted to discuss the treated events, and ts could not discern whether they were svt or vt. Ts explained the lowest allowed programming is 170 bests per-minute with the s-ICD. Noise could be created when manipulating the device in the clinic, and one beat was oversensed and one was undersensed with left arm movements. At one point during one episode the amplitude dropped from 1 millivolt to 0.4 millivolts. In one of the reviewed events, ts noted t-wave oversensing. The physician believed the events were svt and planned to replace the s-ICD system with a transvenous one. No additional adverse patient effects were reported. Additional information was received indicating the patient received inappropriate shocks from their s-ICD in the primary sensing vector while adjusting themselves in their bed in the intensive care unit (ICU). The patient was in the ICU for chest pressure and difficulty breathing. Noise was seen in the primary and secondary sensing vectors. Ts was contacted, and ts discussed options. The s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient demanded their device be turned off, and the information was conveyed to the physician. The patient was transferred to a different hospital. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possible inappropriate shocks during treated events for supraventricular tachycardia (svt). The patient was in the intensive care unit due to a fifteen minute ventricular tachycardia (vt) event requiring external rescue. The rate of the arrhythmia was 158 beats-per-minute and increased to 179 bests-per-minute until the patient was externally shocked. Technical services (ts) was contacted to discuss the treated events, and ts could not discern whether they were svt or vt. Ts explained the lowest allowed programming is 170 bests per-minute with the s-ICD. Noise could be created when manipulating the device in the clinic, and one beat was oversensed and one was undersensed with left arm movements. At one point during one episode the amplitude dropped from 1 millivolt to 0.4 millivolts. In one of the reviewed events, ts noted t-wave oversensing. The physician believed the events were svt and planned to replace the s-ICD system with a transvenous one. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possible inappropriate shocks during treated events for supraventricular tachycardia (svt). The patient was in the intensive care unit due to a fifteen minute ventricular tachycardia (vt) event requiring external rescue. The rate of the arrhythmia was 158 beats-per-minute and increased to 179 bests-per-minute until the patient was externally shocked. Technical services (ts) was contacted to discuss the treated events, and ts could not discern whether they were svt or vt. Ts explained the lowest allowed programming is 170 bests per-minute with the s-ICD. Noise could be created when manipulating the device in the clinic, and one beat was oversensed and one was undersensed with left arm movements. At one point during one episode the amplitude dropped from 1 millivolt to 0.4 millivolts. In one of the reviewed events, ts noted t-wave oversensing. The physician believed the events were svt and planned to replace the s-ICD system with a transvenous one. No additional adverse patient effects were reported.